Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss in stimulation about a year ago. Reportedly, the patient stopped charging the ipg as she felt it was not working. Field representative met with the patient and was unable to connect with the ipg with external devices. As a result, surgical intervention may occur.

Event description:
Based on information obtained, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
Device return date entered. Corrected data: method code updated.